Event description:
It was reported that a tip issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip could not be used and could not be seen in the body. The device was removed and the procedure was completed with another of the same device. The patient status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed no damage to the distal tip or guidewire exit port assembly. Microscopic examination revealed the distal housing of the transducer was complete and with no evidence of degradation from exposure to saline solution. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. The complaint device was sent for x-ray analysis to further inspection. Based on the x-ray images, the markerband was observed complete and undamaged.

Event description:
It was reported that a tip issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip could not be used and could not be seen in the body. The device was removed and the procedure was completed with another of the same device. The patient status was stable.